Event description:
Customer called to report when the screen displayed priming hold activate/escape buttons, the numbers did not advance but the insulin was exiting. Further, the screen read escape to rewind instead of going into the fixed prime screen. It was stated that customer wasted several infusion sets trying to prime.